Manufacturer narrative:
The log files of the affected device were provided for investigation. Log analysis revealed that on the reported date of event two consecutive ventilator reboots were logged. The logged error codes reveal a technical deviation within the electronic system which caused a software controlled restart as a specified reaction in order to solve the deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (max. 12 sec), ventilation is continued with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during the ventilation of a patient with CPAP the system showed a device failure at 19:36. At 21:43 the device showed another device failure and rebooted. Afterwards, the user stopped using the device. No injury has been reported.